Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter: (B)(6).

Event description:
An event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in stated in the reported that leakage noted at drip chamber. Event was noted during infusion. There was patient involvement, but no patient harmed. Durg information was unknown. There was no unprotected chemo exposure.

Manufacturer narrative:
Received one (1) plum 150 ml burette set for evaluation. The set was examined under uv light and the tubing connected to the outlet of the drip chamber was not bonded concentrically with the outlet port. Received one (1) photo showing leakage coming from the outlet port of the drip chamber. The set was leak tested and leakage was observed from the outlet port of the drip chamber. The complaint of leakage can be confirmed. The probable cause is due to a manual bonding error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.